Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient ins was removed (B)(6) 2016, but the leads and extensions remain in place. The ins was never replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported that the patient had a fungal infection almost a year ago and had their left side implantable neurostimulator (ins) removed. The caller stated the leads were left in place, and they were not sure if the ins would be replaced on the left side. The caller was to follow up with their healthcare provider about replacing the ins.